Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed several notifications that automatic filling errors occurred multiple times. The device was replaced with another cs300 and treatment is continuing. There was no patient harm or injury reported .

Manufacturer narrative:
Due to character restrictions in block e1 address :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge filed service engineer was sent to investigate the issue and found the compressor was causing the issue. The fse quoted the customer for a new compressor but the customer denied repair service. The iabp was taken out of service by the customer.

Event description:
N/a.

Manufacturer narrative:
Despite our good faith efforts, no more information or response has been received. If new information is received this complaint will be reopened and updated.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a